Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the display screen on the pump was blank. There was no reported adverse event associated with this complaint. This complaint is being reported because the display issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 04/06/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/23/2015 with the following findings: on examination, the display screen was noted to be cracked. On investigation, the pump powered on with audio and vibration functions intact; however the damaged screen remained blank. Investigation duplicated the complaint.